Manufacturer narrative:
This incident was originally reported on 10/18/2010 on voluntary form 3500. The purpose of this report is to submit the incident on the correct mandatory form 3500a.

Event description:
Philips burton (formerly burton medical products) outpatient plus medical exam light single ceiling model subject to FDA recall number z-0589-04 became detached and fell. The light did not impact any person, therefore there were no injuries.